Manufacturer narrative:
Section b3: date of event: unknown, information not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that the lens was explanted due to blurry distance vision, trouble driving at night and poor night vision. The lens was removed and replaced during a secondary surgical procedure with an odyssey lens with a power of 20.0 diopter. There were no patient injuries and no medical intervention was required. The patient is doing well. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: april 24, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the complaint lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing scratches. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design issue. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.